Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 75 mg/dl. Troubleshooting was performed. The time and date were correct. The alarm history revealed a low reservoir alarm and a no delivery alarm. Ran a fixed prime test and the insulin exited. Instructed customer to call back to perform the high pressure test when the tubing clamp arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.